Event description:
After we upgraded the software on our cadd solis epidural pumps from software ver. 4.1.1 to ver. 4.2.1, we continuously had pumps reported to us that displayed the error message ¿wireless module intermittent connection". If this message occurs while a pump is running, the pump stops running, and the error message prompts the user to silence it and the only option to is to power down the pump and replace it. The clinician cannot continue to use it. We reported the issue to the manufacturer, smiths medical and they sent us a service bulletin that they published in april, last year that directs us to remove some insulation materials within the wireless module that would fix the issue and allow the electrical contacts of the pump to make a better connection to the wireless module. However, we continued to experience failures after the fix was implemented. Bench testing the pumps we also experienced instances where the pumps turn off by itself while in use, not prompting the user or displaying an error message. Examining the logs on these pumps revealed they also experienced a ¿wireless module intermittent connection" failure, registering an error code 46440 in the pump logs. Thorough examination of multiple pump logs revealed that the problem started to present only after the software upgrade was performed. Which indicates that there may be a problem with the software. As a temporary measure we disabled the wireless functionality on the pumps, which stopped the issue from occurring. We sent 4 pumps back to smiths for further investigation on may/2021. They have reported to us that no other site has experienced this issue. Manufacturer response for epidural infusion pump, cadd solis 2110 (per site reporter): it has been about 2 months since they started their investigation, they were able to duplicate the problem, but have not identified root cause.